Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mariyappa b. Mulimani, sachin katti, n.b. Sankal, s.s. Malipatil and yallappa herakal, 2024. A study of functional outcome in distal femur fracture in adults treated with locking compression plate a case series. Res. J. Med. Sci., 18: 19-22, doi: 10.59218/makrjms.2024.6.19.22. Objective/methods/study data: the objective of this case series study was to assess the functional outcomes and radiological union of distal femur fractures treated with open reduction and internal fixation (orif) using locking compression plates, as well as to evaluate the associated complications. Between february 2021 and august 2022, a total of 30 cases of distal femur fractures were included. The study population ranged in age from 22 to 76 years, with a mean age of 51.37¿±¿14.99 years. Of the patients, 20 were male and 10 were female, and 9 patients (30%) were older than 60 years. According to the ao classification, 30% of fractures were type 33-a3, 16.7% were 33-a2, 13.3% were 33-c1, 13.3% were 33-c2, 10.0% were 33-b1, and 3.3% were 33-a1. All patients were treated with orif using locking compression plate fixation. Post-operative follow-up was conducted at regular intervals at the 6th, 10th, 14th, 20th, and 28th weeks. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: locking compression plate (lcp). Adverse event(s) and provided interventions possibly associated with unk - constructs: lcp (qty 19): qty 1: 1 case of infection. Intervention was not discussed. Qty 15: 15 cases of knee stiffness. Intervention was not discussed. Qty 3: 3 cases of delayed union. Intervention was not discussed.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.